Manufacturer narrative:
Updated section h6 (investigation findings) and h6 (investigations conclusions). No attempts to retrieve the device and additional information were able to be performed since the the event was received from a confidential customer survey. The eifu for model acumen iq cuff adult was reviewed and it was confirmed that it contains clear instructions of the finger cuff, and it also states the cautions and warnings that needs to be taken in consideration in order to avoid inaccurate measurements. No root cause could be identified since no product sample nor objective evidence was provided for investigation. There are manufacturing controls to avoid potential causes related to the malfunction.

Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Section b3 section b3 "date of event" is unknown. Section d4: since hospital information is confidential, specific product detail could not be obtained.

Event description:
As reported, as per customer feedback, with this acumen iq cuff there was a discrepancy in accuracy of blood pressure values compared to arterial line. No further information could be obtained as the hospital information is confidential. There was no allegation of patient injury reported. The device was not available for evaluation.